Manufacturer narrative:
The device history record for the reported lot number, 0203155920, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 29-may-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). [Mw (B)(4)].

Event description:
An FDA medwatch was received, user facility report # mw (B)(4) and the following information was provided: cortrak duodenal feeding tube was being re-inserted following transesophageal echocardiogram (tee) into a patient who was orally intubated, vented, and who had a known large, hiatal hernia. After placement, an abdominal film was ordered to verify placement, it was noted to be "elongated" on the x-ray. A second abdominal film was ordered with a lateral view and dye introduced. Results supported gastric perforation, patient was taken to the or for an exploratory laparotomy. Duodenal feeding tube was found to have perforated the stomach at the greater fundal curvature. Puncture was surgically repaired. (Additional information) other information about the patient that may have influenced the outcome of the event. She was brought to the ER for evaluation and was suspected to have pneumonia. She was started on antibiotic therapy and it was suspected that she may in fact have aspiration and therefore a cortrak was placed for nutrition while ongoing treatment was happening with speech therapy. Patient's blood cultures came back positive for mrsa and therefore a transesophageal echocardiogram was performed. This was negative for vegetations. The nasogastric tube had to be removed for this procedure. Attempts were made to reinsert this after the transesophageal echocardiogram and the postplacement kub indicated that the cortrak was in the pelvis and was curling. Repeat imaging was done to make sure that she is in the correct place but perforated viscus was confirmed and trauma surgery was consulted and she went for emergent surgery and repair as noted above. She did come out of surgery with a gastrostomy tube.